Manufacturer narrative:
A visual assessment was performed after disinfection. The distal end of the catheter was kinked from the distal tip. As received, the working channel sleeve protruded, confirming the complaint. A functional assessment was performed. The device was fully articulated in all directions. A guidewire was back-loaded through the distal end of the scope. A spybite was passed though the working channel. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture; the proximal end of the working channel sleeve was stretched when the proximal end of the catheter was cut open with an x-acto knife. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope protruded out of the catheter. Reportedly, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.